Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 1870 during testing, and error code 1871 during the motor drive test check. There was no patient involvement.

Manufacturer narrative:
D3: correction h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. It was found that the optical switch sensor was broken. The optical switch sensor was replaced to resolve this issue.